Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports allegations of medical negligence during the procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event was previously reported on (B)(4) 2013 through MDR reference number 3002806535-2013-00105. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-05436 and 2016-07627, 07628, 07655). Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports allegations of medical negligence during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported that patient had left hip arthroplasty on (B)(6) 2007 and right hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision on (B)(6) 2010 and a right hip revision on (B)(6) 2013. Medical records provided report patient allegations of pain and elevated metal ion levels. Operative note dated (B)(6) 2013 allegedly indicates revision was due to armd and reports presence of a piece of grey, partially fragmented tissue; and fragments of membraneous tissue.